Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed that the video system had a burnt connector in the rectangular scope socket. The scope used also, had burnt marks; however, works on other systems. The customer reported that when no image was displayed prior to the start of case the staff moved to another room. There was no patient injury or patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on june 27, 2012. The legal manufacturer reported that the most probably cause for the reported event is the following: when the user connects to the video connector receiver with the video connector not dried sufficiently or with foreign matter stuck, it is assumed that the electrical contacts were short-circuited and a large current flowed, causing the video connector receiver and video connector to be scorched. The following instructions are included in the instructions for use when connecting the video connectors with the electric junction in a well-dried condition. This may prevent the pointing phenomenon. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the otv-si. Wet equipment could cause the image to flicker or disappear.